Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device, however, there was unanticipated tissue loss and the surgeon manually sutured to complete the procedure. The hospital has reported the pt's condition is satisfactory.